Event description:
The distributor reported that the 138114a device had an insufficient heatseal found during incoming inspection. No patient involvement occurred. The shipment associated with the rga for this device has not yet been returned for evaluation and it has not been confirmed that an insufficient heatseal causing a sterility breach has occurred. Based on the information available, and the decision tree results, this complaint does not meet the definition of a reportable event. Upon the receipt of the device, an evaluation will be conducted and if a breach of sterility is confirmed the reporting decision will be reassessed at that time. Reassessed 25nov25 for return of device: during incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received two of 138114a in original packaging. Lot number was verified. Performed a visual inspection of the devices, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested which indicated that both packages had an insufficient heat seal. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the device was encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history (B)(4). Per the instructions for use, the user is advised to inspect and test each device before use. We will continue to monitor per regulatory requirements to help ensure patient safety.